Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was uncontrollably powering off. There was no patient injury and no reported adverse events.